Event description:
In this event it is reported that a finger spread. Point.25mm10-40 broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results involved product that broke during use was not returned, and cannot be fully identified and analyzed. Nothing unusual to report was found during DHR review (batch #1754517). Customer stated having repurposed the instrument, which is intended for exclusively manual use, by removing the plastic handle and coupling it with an ultrasonic scaler. Finger spreaders we manufacture are absolutely not intended to be used in this way. This constitutes a misuse from the customer. Root cause is customer misuse.